Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a blood leak occurred. After placing the sheath, prior to inserting catheters and transseptal needles, blood began to leak from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath. The device will not return as it was discarded at the hospital due to infection control for covid-19.